Manufacturer narrative:
The device was returned to olympus for evaluation but has not yet been analyzed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that after failing the first relase maneuver, which was reported in complaint number (B)(4), medwatch number 119066, a second attempt was made with the single use ligating device. Opening of a second endoloop which remained tight at the level of the foot of the polyp, forced to break the handle to release the loop. The external sheath had to be cut in order to reach the cable which allowed the release of the loop and thus take the device out of the endoscope. No consequence to the patient except for the duration of the procedure.

Event description:
The issue occurred during a gastroenterology polyp ligation.

Manufacturer narrative:
Correction to b5: added type of procedure that was missed in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. H4: the device was manufactured in july 2022. Since the cover of the handle was not returned for investigation, supplementary information of the lot number was unknown. Therefore, the manufacture date cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the handle of the hx-400u-30 was returned but not the cover. The operation pipe of the handle was broken. The broken portion had the characteristic shape that appear in ductile fracture. Other abnormalities were not found in the device. Based on the results of the investigation, a likely mechanism causing the loop not to be able to detach from the subject device might be one of the following: mechanism 1: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in state of above description 2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7) the slider was forcefully operated in state of ¿6¿ description. This had caused the operation pipe to bend and to break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe broke or deformed because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. A likely mechanism causing the breakage of the operating pipe: 1. The coil sheath was bent at approximately 2-3 cm from distal end of the handle. 2. In the state of ¿1¿, the slider was pushed/pulled repeatedly. 3. The operating pipe was bent and broken. The device's instruction manual provides the following warnings: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.